Event description:
It was reported that catheter entrapment occurred. A non bsc guide wire was advanced and an unspecified stent was implanted. A 12mm x 2.75mm nc quantum apex¿ balloon catheter was used to post dilate the implanted stent; however, it was noted that the balloon was stuck on the guide wire. The physician was unable to advance or remove the wire. The devices were removed together as a unit. The vessel was re-wired with a non bsc guide wire. Post dilatation was performed using a quantum balloon catheter and the procedure was completed. The patient was discharged. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device avail. For eval corrected from yes to no. Device returned to MFR. Corrected from yes to no. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A non bsc guide wire was advanced and an unspecified stent was implanted. A 12mm x 2.75mm nc quantum apex¿ balloon catheter was used to post dilate the implanted stent; however, it was noted that the balloon was stuck on the guide wire. The physician was unable to advance or remove the wire. The devices were removed together as a unit. The vessel was re-wired with a non bsc guide wire. Post dilatation was performed using a quantum balloon catheter and the procedure was completed. The patient was discharged. No patient complications were reported.